Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
A company rep stated that the pt's physician reported the pt had low blood glucose values. The physician downloaded data from the infusion device and found several standard boluses that the pt denies programming. On one occasion, the pt's blood glucose lowered to 19 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.